Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 29 mg/dl. The customer stated that they were hospitalized but not related to diabetes or medtronic product issue. Customer stated that insulin pump was working fine but there setting need to be adjust. Customer also stated that low blood glucose was treated with manual insulin injection in hospital. Customer was not using the auto mode feature at the time of the incident. The pump will not be returned for analysis.